Event description:
Boston scientific received information that this atrial lead was exhibiting rising impedance measurements. It is unknown how high the measurements were. A revision procedure was performed and the lead was removed from service and replaced with a competitive lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.